Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered an extended bolus of 10 units without user input. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that the pump delivered insulin without user input. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, a replacement pump was sent to the customer to resolve the issue.